Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was beeping frequently. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
D9: product received date 10/25/2024. H3: one device was returned for repair with complaint that pump was beeping frequently. Visual evaluation found downstream occlusion (dso) seal cracks. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. Customer reported problem beeping frequently could not be duplicated. When attached, standard cassette alarm cassette not attached properly appeared on screen. The probable cause of the reported problem defective dso sensor. Replaced dso sensor, bezel, seal, lcd lens. Device passed functional tests post repair.